Event description:
A nurse reported a patient with diffuse lamellar keratitis (dlk), in both eyes, one day following lasik treatment. The left eye had stage 1 dlk. The patient's topical steroid dosage was increased. The patient reported the left eye "feels like something is in it". Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).